Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer felt resistance while filling a cartridge. Reportedly, the customer pressed harder on the plunger of the syringe resolving the issue. Blood glucose level was 154 mg/dl.